Manufacturer narrative:
(B)(4). A follow up report will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that he had encountered a fluid leak during treatment two nights prior. Additional information received from the patient confirmed that the patient had successfully completed dialysis treatment and had experienced no adverse event. The patient presented to the clinic with the complaint sample and received prophylactic antibiotics. Additional information received from the patient's pd nurse confirmed that the patient had been treated with prophylactic vancomycin and ceftazidime (fortaz), with a one time dose at 1 g each, through the intraperitoneal route. The complaint sample was confirmed to have been retained by the clinic and is expected to be returned but is not currently available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection was performed and found no issues, however, during the disinfection of the sample a leak was found in the cassette film. A photo of the film showed a cut on it. No others issues were detected on tubing set. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.